Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further investigation results: the complaint listing report indicated that there were no other records related to this event for units manufactured on the work order. Review of all complaints of deflation for the period of (B)(6) 2019 through (B)(6) 2020 related to the date opened indicated ten points were above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past twenty four months. No patterns were found; therefore, no additional actions were deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a curved opening, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis was performed which identified a curved smooth opening. Fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment was a curved smooth opening on anterior side in the same location as crease assessed as fold flaw opening. Reason for reoperation: deflation and plug strap separation.

Event description:
Additionally, healthcare professional reported "plug strap separated". Device has been explanted.